Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty connecting a dexcom g7 sensor to the ilet system due to not entering the required pairing code, after which successful sensor pairing and warm-up were achieved with guidance. Symptoms included hyperglycemia with a reported peak blood glucose of 330 mg/dl. Outcomes included transient high glucose above 180 mg/dl for less than one hour without need for medical intervention, ketone testing, or assistance, and with device alerts for glucose above 300 mg/dl. Investigation included customer support troubleshooting and education on correct sensor pairing workflow. Investigation of this case revealed user setup error related to pairing code entry, with subsequent resolution following correct pairing and sensor warm-up. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup.